Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with broken battery tube threads and broken reservoir tube lip.

Event description:
The customer's wife reported via phone call that the reservoir and battery compartment was damaged. The customer¿s blood glucose level was 134 mg/dl at the time of incident. Customer reports there was fluid under the lcd display. Customer stated that the insulin pump was exposed tom moisture. The insulin pump will be returned for analysis.